Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.